Event description:
Increase in pain on the inside of right leg up to groin (leg pain) [pain in extremity]; no relief in right knee pain (device ineffective) [device ineffective]. Case description: a spontaneous report was received on 02/26/2010 from a (B)(6) female pt with a history of osteoarthritis of the knee, initials (B)(6), who experienced increased pain on the inside of her right leg up into her groin and also reported that she did not experience any pain relief after starting synvisc. On (B)(6) 2010, the pt reported that she had received a series of three injections of synvisc into her right knee in (B)(6) 2009. The pt reported that she experienced an increase in pain on the inside of her right leg up to her groin after getting synvisc. The pt also reported that she had not received any pain relief from the use of synvisc. According to the pt, her physician said that this could be due to not walking correctly. On 02/26/2010, additional info was received from the pt wherein the pt reported that she was still having bad pain on the inside of her right knee and also her groin area and that she did not receive any pain relief from the use of synvisc. She reported that she was not feeling well due to the pain. She was administered an injection of cortisone (location of injection not specified), but the cortisone only provided pain relief for about 1.5 weeks. At the time of this report, the outcome of the pt was unk. Manufacturer's comment: the benefit-risk relationship of synvisc is not affected by this report.

Manufacturer narrative:
Evaluation summary: the product lot number was not provided; therefore, a batch record review is not possible. It is the requirement to review all finished batch records for conformance to specifications prior to release. Any out of specification result is identified and mitigated through the ncr process. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints.